Manufacturer narrative:
(B)(4). Device broke intra-operatively; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during implantation of a dynamic hip screw two cortical screw heads snapped off. The shafts of the screws were left in the patient. The surgery was prolonged for an unknown amount of time. No information is available about patient condition and outcome. Concomitant reported part: dynamic hip screw (part/lot unknown, quantity 1) this is report 1o f 2 for com-(B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: 214.838s / l399586. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 06. May 2017. Expiry date: 01. Apr. 2027. Device was first manufactured unsterile under the lot l354676 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 214.836 with lot l354676 were reviewed: no ncrs were generated during production of the unsterile part with lot l354676. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The DHR review has shown that the blank 214.038.999 with lot h244192 was used for this screw, therefore an additional DHR review task will be opened for this blank. Manufacturing location: (B)(4). Manufacturing date: moved to blank storage on 13-dec-2016. Part #: 214.038.999, lot #: h244192 (non-sterile) - 4.6 mm screw blank 38 mm 04.5 cortex screw w/3.5 hex. Quantity: (B)(4) . Components part 13008 lot h093502 meet specification. Raw material was provided by (B)(4) corporation (supplier lot: 575851). Certificate of tests provided by (B)(4). Raw material receiving/put away checklist meets specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation action was conducted / performed. The report indicates that: the manufacturing documents of both screws were reviewed and no complaint related issues were found. Both screws were manufactured start of may 2017, all parts are shipped and we are not aware of any other complaints for the involved lot numbers, including the sterile lot l399586 / l395583 and the unsterile lot numbers l354676 / l371928. This complaint is confirmed due to the received picture, but without material no further investigation than the DHR review is possible and no root cause can be defined. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. Based on the provided information and without material no root cause can be defined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 20 june 2017. Additional information received, the two cortical screws snapped during the initial surgery.